Event description:
Wanted to make you aware of defective bd eclipse 21g blood collection needles (since they are supplied by the lab). Defective needle did not make it to the patient. It was discovered in prep. There were a total of 5 defective needles, and another 11 with same lot number that I pulled over an abundance of precaution. Needle was bent and vacutainer was cracked where needle is connected. I have pictures but could not download all of them. Bd was contacted and requested the defected product be returned to them. Reference reports mw5146021, mw5146022, mw5146023, mw5146024.